Event description:
It was reported that the patient had been experiencing low blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed the pump was operating within required specifications and delivered insulin accurately.